Event description:
Clinical rationale: an impella cp was inserted via the right femoral artery in a 42-year-old female patient for acute myocardial infarction cardiogenic shock, scai stage e. Medical history is unknown. While in ICU, following catheterization lab procedure via right femoral single access with no vessels treated, the patient was on impella cp and va ECMO support. Patient developed pink/red urine and received two (2) units of blood due to a drop in hemoglobin with impella cp at p-2 and ECMO flow at 3.65l. While on support the pump function was within expected range with noted pump metrics on p-2 at 1.4 l/min. The impella cp was subsequently removed, not due to event, and the patient continued va ECMO support. The reported hemolysis is a known risk described in the instructions for use. Emco is a potential contributing factor to the occurrence of hemolysis. The patient survived.

Manufacturer narrative:
A5, a6 are unknown. Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received and provided details of the event (as follows) and device availability (device not available): the patient was on full extracorporeal membrane oxygenation (ECMO) support and impella cp was on a low p-level, acting as a vent. Two units of blood product were given overnight due to a drop in hemoglobin that was not attributed to impella. It was also noted the pump is no longer available for return. Note: type of reportable event and h6 adverse event and product problem coding remain unchanged a previously reported. Correction: d1 brand name was corrected accordingly.